Manufacturer narrative:
The clinical application specialist (cas) provided feedback on the event. The following is a review of that information: ¿image one noticed inconsistent fluid on the cornea and the speculum was pushing on the cornea. Image two revealed that the lid was pushing on the limbus of the cornea. Image three revealed that the dark shaded area was possibly viscoelastic on the cornea. All of these variables may affect the patient's magnitude of cylinder and cause an inconsistent measurement of cylinder. Controlling these variables are key to achieving a reliable aphakic measurement. The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported astigmatism measurement were truly ridiculous. No correlation with measured and were wildly different minute to minute. No drying, pathology or others issues were noted. Physician reported being frustrated. Multiple aphakic readings were taken. Additional information has been requested.